Event description:
End user alleges while operating the motorized wheelchair down a ramp the unit fell forward. The end user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Upon field eval the ramp the end user reported using while operating the motorized wheelchair was not within ada guidelines. The owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees. For example, a 12-inch ruler with one end raised 1 inch will have a 5 degree slope, and "info about the design of ramps appropriate for wheelchair access for your home are contained in guidance from the americans with disabilities act, which can be located (B)(4)".